Event description:
It was reported to philips that while in use, the device gave error code 1009 - pressure regulation high. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported. The patient was moved to a different ventilator. The customer spoke with a philips remote service engineer (rse). The customer tested the pressure and flow test, and it passed successfully. The customer had the unit run for many hours, and cannot duplicate the issue. It was verified the proximal and main lines were not reversed. Following the evaluation of the device, the customer was unable to duplicate the issue. The unit was functionally tested and successfully passed specified tests. No other abnormality was observed.